Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit alarmed due to a data acquisition pcb adc reference failure during patient transport. The device shut down when this occurred. There was no patient harm reported. Patient information was requested; none was available.